Event description:
Edwards received information that this prosthetic aortic valve was explanted after nine (9) years due to prosthetic valve dysfunction with severe aortic stenosis (mean gradient = 54 mmhg) and moderate aortic insufficiency. Upon visualization, the valve had thickened, hardened, glottic pericardial tissue. This was excised and replaced with a 23mm pericardial bioprosthesis. The patient tolerated the procedure well and was transferred to the ICU in stable condition where he was later discharged home.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. In this case, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation, as the explanted device was discarded and not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.